Event description:
The customer reported that while the iabp was in use on a pt, the iabp made a loud beep and the iabp stopped pumping. Three stripes were visible on the display, and there was an odor of smoke. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record for the device was reviewed and there were no nonconformances related to this failure. The power management printed circuit board (part number (B)(4)) and front end board (part number (B)(4)) were returned to the factory for eval. It was confirmed that a capacitor shorted on the front end board. Based upon a review of the design specifications, the capacitor is properly rated for its application. We have not rec'd any related complaints; therefore, this is considered an isolated event. (B)(4).